Event description:
Patient was undergoing a right total knee replacement. At the conclusion of the procedure, the saw blade was removed from the saw and it was noted that the end of the blade was missing. A search was conducted on the sterile field and in the wound. The broken piece of the blade was found. No harm to the patient.